Event description:
The customer reported that the pump had an alarm. Troubleshooting was performed. The customer stated that the batteries were out of the pump. The customer also stated that he was getting no delivery alarm while priming. In addition, he reported that he called the paramedics last week due to low blood sugar. The basal rates were adjusted and customer had no problems.